Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The sensor readings are not accurate. The percentages are off by 40%. The insulin pump will alert her of low at night and customer will not be low. Customer thought the issue was calibrations, but that is not the issue. Customer has stopped wearing the sensors for a least four weeks, maybe longer. Nothing further reported.